Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery". This condition had the potential to interrupt delivery. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. This is not an ancillary service event, but a customer reported problem.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed by service. This is an ancillary service event. The cause was determined to be a damaged main batteries. To correct the condition, the main batteries and battery harness were replaced. If any additional information is received, a follow-up MDR will be sent.